Manufacturer narrative:
The reason for this revision surgery was the glenosphere was not engaged with baseplate and the socket shell was loose. The implants were in the patient for 6 months 19 days prior to revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are 27 prior complaints on part number 508-40-101, reverse shoulder prosthesis (rsp) glenoid head. (B)(4). A definitive root cause cannot be determined. Dual morse taper failure would be unlikely unless some type of trauma occurred. Other potential factors that can contribute to this event include soft tissue impingement, and excessive loading of the shoulder prosthesis such as carrying heavy weight or carrying a heavy extended load and excessive range of motion (rom) and improper tightening of glenoid head retaining screw. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Third revision surgery - due to the glenosphere not being engaged with the baseplate and the socket shell being loose. The x-ray indicated both parts were disassociated. Refer to previous investigations (B)(4).